Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. During the eval the device alarmed for the user to remove the IV set from load point 2 when there was not a set loaded. Eval found that this was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was found during a baxter eval that a spectrum pump alarms to unload the set from load point 2 when there is not a set loaded. There was no pt involvement. See scanned page.